Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01jul2020.

Event description:
The customer reported a ventilator with a high internal oxygen alarm. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this event.

Manufacturer narrative:
G4: 16nov2020, b4: 17nov2020. A philips field service engineer (fse) was dispatched to the customer site and confirmed the reported issue. The customer declined repairs as this device has reached end of life. The customer stated it as not cost effective to repair the device, and it was retired from service and will be disposed of by customer using stericycle. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.